Event description:
Pt reported, the infusion device gives an abnormal sound when the buttons are pressed. Pt stated, the issue has been occurring for 4 weeks. Pt thinks that something is loose on the inside of the infusion device. Pt reported experiencing an elevated blood glucose level; blood glucose reading was not provided. Pt's normal blood glucose level was not provided. Pt stated, the infusion device did not give an alert or error message. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.